Event description:
It was reported that the cartridge was not fitting properly on the pump and was not fully snapped in. The blood glucose level of the customer did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by replacing the cartridge themselves, successfully loading a new one, and resuming insulin delivery. No further assistance was required, but the customer requested a replacement cartridge, which was arranged by the support team.